Event description:
Customer reportedly obtained a result of 450 mg/dl on the advantage system and was given 2 unit of humalog. Fifteen mins later, the customer tested 66 mg/dl on the advantage system and received 15 grams of glucose gel. The paramedics were called and upon arrival the customer tested hi on the advantage system and 27 mg/dl on the paramedic's device within 10 mins. The customer was transported to the hospital and received unk treatment while her blood glucose was frequently monitored. Requested return of suspect system and replacement was sent.